Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text: no product returned.

Event description:
A company representative reported that during a scoliosis correction case two everest xt support towers jammed / got stuck in two everest xt support tower reducers. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient. This report is for the second of two everest xt support tower reducers.

Event description:
A company representative reported that during a scoliosis correction case two everest xt support towers jammed / got stuck in two everest xt support tower reducers. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient. This report is for the second of two everest xt support tower reducers